Manufacturer narrative:
Dr. (B)(6) presented at the meeting of japanese society for vascular surgery held in japan from (B)(6) 2020. The abstract of the presentation was obtained by a cook representative on (B)(6) 2021. The patient was an (B)(6) male who had been diagnosed with an abdominal aortic aneurysm (aaa), diabetes, chronic obstructive pulmonary disease (copd), hypertension, and hyperlipidemia. He underwent an endovascular aortic repair (evar) using zenith flex products in (B)(6) 2010. In the postoperative follow up (date unknown) no endoleak or aneurysm expansion was noted. In (B)(6) 2020 the patient was hospitalized. His blood pressure was 120/74, had had hyperlipidemia, and a body temperature of 38.7 degrees celsius/101.6 fahrenheit. His abdomen was flat. He complained of low back pain. His white blood count (wbc) was 12,600 and his c-reactive protein (crp) was 21.2. Computed tomography (CT) imaging was completed and identified elevated fat-weave concentrations around abdominal aortic stent grafts. The administration of the antibiotic meropenem, one gram three times per day began on the first day of hospitalization. On the third day of hospitalization the blood cultures identified listeria monocytogenes. The antibiotic medication regimen was changed to amoxicillin (ampc), 2 grams three times per day. The fever persisted for one week but was reduced to the 36 degrees celsius level. The wbc and crp also gradually decreased. During the second week of hospitalization, CT imaging was completed. An increase in the fat weave concentration around the stent graft was identified. The medication was changed to ampicillin. (Abpc). The patient was then discharged, and ampicillin (abpc) medication was prescribed for four weeks. The patient continued to take ampicillin (abpc) and no recurrence of infection occurred as of the time of the abstract presentation. Reviews of the documentation including the complaint history, drawing, instructions for use (IFU) and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be conducted due to the lack of lot information provided by the user facility. Cook also reviewed product labeling. The product IFU, [t_zaaaf_rev5] ¿zenith flex aaa endovascular graft with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: 9 how supplied the zenith flex aaa endovasuclar graft with the ztrak introductions system is sterilized by ethylene oxide gas and pre-loaded in peel-open packages. The device is intended for single use only. Do not re-sterilize the device the device is sterile if the package is unopened or undamaged. Inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product and return to cook. Do not use after the "use by" (expiration) date prompted on the label. Evidence provided by the complaint facility, complaint history, and manufacturing documents, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices in house or in the field. Based on the information provided, no returned product and the results of our investigation, a definitive cause for the reported infection was exposure to listeria monocytogenes in the patient¿s environment. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Date of event: (B)(6) 2020. Implant date: (B)(6) 2010. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported at the meeting of (B)(6) that an (B)(6) male patient experienced an infection after undergoing an endovascular aneurysm repair (evar) procedure using an unknown zenith flex graft. The graft was placed in (B)(6) 2010 for treatment of an abdominal aortic aneurysm. Postoperative follow-up showed no endoleaks or enlargement of the aneurysm diameter. In (B)(6) 2020, the patient presented to the hospital with a fever that persisted for a week. The patient's body temperature was 38.7 degrees celsius and their blood pressure was 120/74. The patient had back pain and a flat abdomen. Their white blood cell (wbc) count was 12600 and their c-reactive protein (crp) was 21.2. A CT with contrast showed increased fatty tissue density around the graft, indicating graft infection. The patient was administered "mepm 1g x 3" on the first day of hospitalization. On the third day of hospitalization, blood culture results show the presence of the bacterium listeria monocytogenesis. As a result, the patient's medication was changed to ampc 2g x 3. One week after hospital admission, the patient's fever decreased to 36 degrees celsius. Their wbc count and crp also gradually decreased. In the second week of hospitalization, contrast-enhanced CT showed "the increased CT value of panniculitis around the stent graft became better". Four weeks after admission, the antibiotic was changed to abpc and the patient was discharged. The patient has continued to take abpc with no evidence of recurrent infection.